Event description:
The customer reported to olympus technical assistance center (tac), there was a damaged connector issue when using the evis exera iii video system center. Some of the pins on the inside of the device where the camera goes in have broken off. Observed during preparation for use. During the evaluation and testing of the returned device, the allegation was confirmed due to broken pins where the port plugs in. This event was found at preparation for use and there was no patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was confirmed. There were broken pins where the port plugs in. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the video connector pins were damaged. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.